Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, customer was instructed to retrace the sdi cabling from the monitor to the back of the cv-190. The customer indicated the issue was resolved by replacing the sdi to its original port. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, the high-definition lcd monitor displayed black screen with no image. The customer noted, a serial digital interface (sdi) cable replacement was performed recently between the cv-190 and the subject device and all the connections were correct. The customer also confirmed the issue was with the monitor and not the processor (cv-190). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The actual device was not returned and therefore was not evaluated by the manufacturer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3 and h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. The customer indicated that the issue was resolved by replacing the sdi to its original port. Olympus will continue to monitor field performance for this device.